Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the leadless implantable pulse generator (ipg) was found to be programmed on and exhibited high un defined impedance. The leadless ipg was opened/not used. No patient complications have been reported as a result of this event.